Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revised a stryker poly (left knee) due to instability of the knee. No visible signs of damage nor wear. A 6x9 cs insert was revised to a 6x10 cs insert. Also, due to anterior knee pain so we added a cemented s29 patella. No further information to be released by the hospital or surgeon.